Event description:
Additional information received reported the patient experienced withdrawals.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer indicated that the patient wasn't sure if the issue in the past was a catheter issue or not; however, the issue was resolved.

Manufacturer narrative:
Catheter model # 8709 lot # j11443r27 , implanted on: (B)(6) 2003 explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Upon further review, it was determined that the patient had also reported that there was something wrong with the catheter and the patient wasn't getting medication.

Event description:
The patient reported that the catheter was blocked or cracked in 2008 and it had been revised. The pump was used to deliver morphine and baclofen. Additional information has been requested; a follow-up report will be sent if information becomes available.